Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective video cable that was removed and replaced. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 3500 instatrak had no video present on the monitor.